Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of 0,064mm the housing membrane is clearly outside tolerance (0 ± 0.02 mm). Additionally we have observed tissues remaining on the catheter and possibly the catheter is also calcified. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav is operating not within the accepted tolerance in the horizontal position. The shunt assistant is operating within the specified tolerances in the vertical position. We have detected an accelerated outflow in the progav valve. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. (See section adjustment). Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: for the sake of thoroughness and transparency, we would like to point out that a permeability test was already carried out after the revision at the hospital. Based on our investigation, we can determine an accelerated outflow in the shunt system. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. Additionally, we can determine a non-adjustability and deformation at the progav valve. The detected deformation may be responsible for the functional impairment of the adjustability. Significant outside pressure, for example too much force from the progav adjustment tool or a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke (B)(4). No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (part # fv441t) was implanted during a procedure performed on (B)(6) 2008. According to the complainant, the shunt system was believed to be operated in overdrainage and was difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 154 centimeters (cm). Weight: (B)(6). Gender: female.